Event description:
The physician reports, that the crystalens haptic tore when delivering the lens using the staar surgical lens injector sys. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lens, and suture the incision. A second crystalens was implanted successfully and the pt's prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector sys, where the plunger overrode the lens.